Manufacturer narrative:
Initial reporter and initial reporter facility name : unknown. The root cause for the reported issue that the over-infusion was not determined. The reported issue that the over-infusion could not be confirmed. No further investigation of this event is possible at this time, and no patient impact was reported.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿rn hung a fentanyl drip at 0400 which was scanned into the computer to run at 75 mcg. The rn looked at the pump at 0630 and the bag of fentanyl was empty. The tubing and pump were dry and no puddles on the floor. The tubing was connected to the patient and no medication in the bed. Rn assessed the patient who now has pinpoint pupils whereas before they were a 3. Patient continues to wake up with voice follow all commands. Rn did not bolus any medications. Charge rn took pump to biomed to be checked out. Rn spoke to pharmacy regarding this issue. Pcu#: (B)(4), module#: (B)(4). There was patient involvement and no report of patient harm."